Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime anomaly or excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window.

Event description:
Customer reported being hospitalized with a blood glucose level of 689.4 mg/dl at the time of admission. Customer reported having diabetic ketoacidosis, and being nauseous and vomiting. Customer was taken off of the insulin pump while hospitalized and treated with manual injections. Blood glucose level at the time of the call was 270 mg/dl. The insulin pump's alarm history showed that auto off alarms had recently been returned. Customer received a no delivery alarm during troubleshooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).